Manufacturer narrative:
The returned device was evaluated and the investigation found significant damage to both the pod exterior and interior. Cracks were noted on the top housing, and corresponding damage to the reservoir and needle mechanism assembly. The reservoir damage did not allow the ratchet gear to rotate which did not allow fluid to path through the fluid path. The soft cannula was moved to an unused pod. When testing fluid path again, a hole was identified on the soft cannula. The formed needle was bent below the cracks in the top housing. However, no damage that would cause bleeding or bruising was found. The data download did not show any timeouts or increases in pulse width. The data also returned an 0x33 alarm indicating a command was not received. The pcb had a high shelf mode current. Although some damage was present, the cause of the reported event and hazard alarm could not be determined. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother reports while the patient was wearing the pod between 36 and 48 hours the pod was leaking, the patient's site had a small bump at the infusion site (leg). His blood glucose level of 323 mg/dl. As treatment, a new pod was applied. The patient's blood glucose history are as follows: bg (mg/dl): 280; 289; 323; 233; 172.